Event description:
It was reported that the device may have had premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown. The actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri last battery measurement=2.62v on (B)(6) 2011. Daily battery voltage trend data shows bat=2.65 to 2.62 volts between (B)(6) 2011 and (B)(6) 2011, device rrt<=2.63 v.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.